Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument and the green reload involved with this complaint and completed the device evaluation. The sureform 45 stapler instrument was investigated and visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument initialized, clamped, fired, and unclamped without any issues. Failure analysis of the sureform 45 green reload was completed. Inspection identified two lodged staples ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. The staples were removed from in-between the reload, and two staples were confirmed. Additionally, the reload was found to have the blade slightly exposed with cartridge and blade damage as a result of the lodged staples. The reload was found to have the knife exposed within the knife track. Log review confirmed that the reload was not involved in a firing failure. The knife was exposed towards the distal end behind the lodged staples. The cartridge was found to be damaged at the location of the lodged staples. The cover was removed, and the knife was inspected. The blade was found to be damaged. The event was caused partially or wholly by the user of the device including sample handling. The reload blade was found to have mechanical indentations. The reload cover was removed and the knife was inspected.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 45 stapler reload could not removed from the instrument. The procedure was completed with a backup with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 45 reload involved was green and it was used to staple the lung tissue. No stapling issue was observed. The reload was unable to be removed from the stapler. Stapler worked before reload removal issue.